Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence and that a continuous glucose monitor error 42 occurred. Customer¿s blood glucose level was 200 mg/dl. Customer reverted to manual injections for insulin therapy. A replacement pump was sent to the customer to resolve the issue.